Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of low heart rate below the base rate. Interrogation revealed that the pacemaker was in backup vvi mode due to an event queue overflow. Programming changes were made and the patient will be monitored. The patient was stable.